Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate or deflate. The balloon was removed and a new one was opened and inserted. The new balloon worked as it should. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. Corrected section: g4 - 'date received by mfg' should have been (B)(6) 2019 on prior emdr. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate or deflate. The balloon was removed and a new one was opened and inserted. The new balloon worked as it should. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate or deflate. The balloon was removed and a new one was opened and inserted. The new balloon worked as it should. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with the sensor, extracorporeal tubing, and one way valve. Slight traces of blood were observed on the exterior and interior of the catheter. One kink was observed on the catheter tubing at approximately 75.7 cm from the iab tip. No other defects or blood were observed. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was not able to clear the occlusion and dried blood was observed at the tip of the guide wire. The iab was placed on the cs300 pump and the iab inflated properly. The condition of the iab as received indicated one kink in the catheter tubing. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device did not restrict the gas passage and did not result in poor inflation on the pump. The evaluation did not confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Per complaint handling procedure, 01-061, this complaint did not meet the requirements for escalation to hhe or crf. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate or deflate. The balloon was removed and a new one was opened and inserted. The new balloon worked as it should. There was no reported injury to the patient.